Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain'), abdominal pain ('belly pain / abdominal pain when walking 8/10') and pain in extremity ('leg pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, normal delivery and abortion. Concurrent conditions included smoker (15 cigarettes a day) since 1998 and psoriasis (denies treatment). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain upper ("severe epigastric pain"), diarrhoea ("diarrhea") and the first episode of nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalization), vaginal discharge ("vaginal discharge with bad smell"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pain in extremity (seriousness criterion hospitalization), headache ("headache"), memory impairment ("forget even his own name"), tremor ("tremors"), the second episode of nausea ("nausea"), depression ("depression"), loss of libido ("loss of libido"), ovulation pain ("painful ovulation"), dizziness ("consecutive dizziness, to the point of falling on the street and needing help"), alopecia ("loss of hair"), subcutaneous haematoma ("purple skin patches as if it were haematomas (no painful) - recurrent"), heavy menstrual bleeding ("increased flow and frequency of menstruation (hyperpolymenorrhea) including with clots / 3 months menstruating continuously"), abdominal pain lower ("lower abdominal cramps"), dysmenorrhoea ("dysmenorrhea"), cystocele ("cystocele"), urinary incontinence ("urinary loss of effort associated with cystocele"), rectocele ("rectocele") and enterocele ("enterocele with grade 3 enterocele") and underwent cholecystectomy ("gallbladder removal"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (removal of the uterus, fallopian tubes and the essure). Essure was removed in (B)(6) 2021. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, cholecystectomy, depression, dizziness, dysmenorrhoea, endometriosis, headache, heavy menstrual bleeding, loss of libido, memory impairment, ovulation pain, pain in extremity, pelvic pain, subcutaneous haematoma, tremor, vaginal discharge and the second episode of nausea to be related to essure. The reporter provided no causality assessment for abdominal pain upper, diarrhoea and the first episode of nausea with essure. The reporter considered cystocele, enterocele, rectocele and urinary incontinence to be unrelated to essure. The reporter commented: the patient reported that she was often treated with anti-inflammatory drugs and analgesics, always with partial improvement, she often started to have increased bleeding, using medication without total improvement of the condition. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: no abnormalities; serum iron: 110 g/dl (reference value: 50 - 170 g/dl); ferritin 56,8 ng/ml (reference value 10- 291 ng/ml); average blood glucose 105 mg/dl; urea: 20 mg/dl (reference value 19 - 49 mg/dl); creatinine: 0,81 mg/dl (reference value 0,53 - 1,00 mg/dl); vitamin d 15,03 ng/ml (reference value: more than 20 ng/dl). Cardiovascular evaluation - on (B)(6) 2020: goldman/acp1. Computerised tomogram abdomen - on (B)(6) 2020: post cholecystectomy status: biliary cysts/haematomas in the liver, simple bilateral renal cysts, bosniak I, heterogeneous content cyst in the right adnexal region.; on (B)(6) 2020: bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Cysts, hepatic biliary hematomas, cholecystectomy, simple bilateral renal cysts, right nephrolithiasis.; on (B)(6) 2021: topography liver, normal morphology and dimensions, containing sparse biliary cysts measuring up to 5m; simple cysts in both kidneys measuring up to 6mm, small amount of free fluid in the posterior cul-de-sac; biliary cysts/hamartomas in liver, bilateral simple renal cysts, bosniak I, bladder with diffuse parietal thickening.. Magnetic resonance imaging abdominal - on (B)(6) 2020: presence of endometrioma in the right ovary.. Magnetic resonance imaging spinal - on (B)(6) 2020: no changes. Pathology test - on (B)(6) 2021: myometrium without particularities, proliferative endometrium, chronic nonspecific cervicitis, naboth's cysts, fallopian tube with paratubal cyst.. Smear cervix - on (B)(6) 2020: squamous, glandular, lactobacillus and leukocyte exudation.. Ultrasound scan vagina - on (B)(6) 2020: multilocular cyst with solid projection in the right ovary.; on (B)(6) 2020: uterus in anteversoflexion, regular contour, measurement: 78.4 cm2; heterogeneous echotexture myometrium, without defined nodules; endometrium 5.4 mm thick, with no signs of focal changes; right ovary measuring 16.3 cm3, presenting a hypoechoic cyst with thin echogenic beams measuring 32 x 22mm.. Urodynamics measurement - on (B)(6) 2020: urethral hypermobility with a pressure of 110 cm h2o. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain'), abdominal pain ('belly pain / abdominal pain when walking 8/10') and pain in extremity ('leg pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, multigravida and recurrent abortion. Concurrent conditions included smoker (15 cigarettes a day) since 1998 and psoriasis (denies treatment). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain upper ("severe epigastric pain"), diarrhoea ("diarrhea") and the first episode of nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalization), pain in extremity (seriousness criterion hospitalization), vaginal discharge ("vaginal discharge with bad smell"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), headache ("headache"), memory impairment ("forget even his own name"), tremor ("tremors"), the second episode of nausea ("nausea"), depression ("depression"), loss of libido ("loss of libido"), ovulation pain ("painful ovulation"), dizziness ("consecutive dizziness, to the point of falling on the street and needing help"), alopecia ("loss of hair"), subcutaneous haematoma ("purple skin patches as if it were haematomas (no painful) - recurrent"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhea) including with clots / 3 months menstruating continuously"), abdominal pain lower ("lower abdominal cramps"), dysmenorrhoea ("dysmenorrhea"), cystocele ("cystocele"), urinary incontinence ("urinary loss of effort associated with cystocele"), rectocele ("rectocele") and enterocele ("enterocele with grade 3 enterocele") and underwent cholecystectomy ("gallbladder removal"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (removal of the uterus, fallopian tubes and the essure). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, pain in extremity, vaginal discharge, endometriosis, adenomyosis, headache, memory impairment, tremor, the last episode of nausea, depression, loss of libido, ovulation pain, dizziness, alopecia, subcutaneous haematoma, cholecystectomy, polymenorrhagia, abdominal pain lower, dysmenorrhoea, cystocele, urinary incontinence, rectocele, enterocele, abdominal pain upper and diarrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, cholecystectomy, depression, dizziness, dysmenorrhoea, endometriosis, headache, loss of libido, memory impairment, ovulation pain, pain in extremity, pelvic pain, polymenorrhagia, subcutaneous haematoma, tremor, vaginal discharge and the second episode of nausea to be related to essure. The reporter provided no causality assessment for abdominal pain upper, diarrhoea and the first episode of nausea with essure. The reporter considered cystocele, enterocele, rectocele and urinary incontinence to be unrelated to essure. The reporter commented: the patient reported that she was often treated with anti-inflammatory drugs and analgesics, always with partial improvement, she often started to have increased bleeding, using medication without total improvement of the condition. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: no abnormalities; serum iron: 110 ¿g/dl (reference value: 50 - 170 ¿g/dl); ferritin 56,8 ng/ml (reference value 10- 291 ng/ml); average blood glucose 105 mg/dl; urea: 20 mg/dl (reference value 19 - 49 mg/dl); creatinine: 0,81 mg/dl (reference value 0,53 - 1,00 mg/dl); vitamin d 15,03 ng/ml (reference value: more than 20 ng/dl). Cardiovascular evaluation - on (B)(6) 2020: goldman/acp1. Computerised tomogram abdomen - on (B)(6) 2020: post cholecystectomy status: biliary cysts/haematomas in the liver, simple bilateral renal cysts, bosniak I, heterogeneous content cyst in the right adnexal region.; on 28-oct-2020: bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Cysts, hepatic biliary hematomas, cholecystectomy, simple bilateral renal cysts, right nephrolithiasis.; on (B)(6) 2021: topography liver, normal morphology and dimensions, containing sparse biliary cysts measuring up to 5m; simple cysts in both kidneys measuring up to 6mm, small amount of free fluid in the posterior cul-de-sac; biliary cysts/hamartomas in liver, bilateral simple renal cysts, bosniak I, bladder with diffuse parietal thickening.. Magnetic resonance imaging abdominal - on (B)(6) 2020: presence of endometrioma in the right ovary.. Magnetic resonance imaging spinal - on (B)(6) 2020: no changes. Pathology test - on (B)(6) 2021: myometrium without particularities, proliferative endometrium, chronic nonspecific cervicitis, naboth's cysts, fallopian tube with paratubal cyst. Smear cervix - on (B)(6) 2020: squamous, glandular, lactobacillus and leukocyte exudation.. Ultrasound scan vagina - on (B)(6) 2020: multilocular cyst with solid projection in the right ovary.; on (B)(6) 2020: uterus in anteversoflexion, regular contour, measurement: 78.4 cm2; heterogeneous echotexture myometrium, without defined nodules; endometrium 5.4 mm thick, with no signs of focal changes; right ovary measuring 16.3 cm3, presenting a hypoechoic cyst with thin echogenic beams measuring 32 x 22mm. Urodynamics measurement - on (B)(6) 2020: urethral hypermobility with a pressure of 110 cm h2o. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("heavy pelvic pain"), abdominal pain ("belly pain / abdominal pain when walking 8/10") and pain in extremity ("leg pain") in a 39 year-old female patient who had essure inserted (lot no. 664662) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ruptured ectopic pregnancy and ultrasound pelvis (uterus in antiversoflexion with regular contours. Precise limits; homogeneous myometrium, measuring 7.3x5.6.5.2 cm, volume 106 cm3; regular endometrium 11mm; normal left ovary, simple cyst right, adnexa image mass measuring 6.2x3. 3 mm, douglas's sac with liquid; costophrenic sinus: liquid; ruptured tubal pregnancy) in 2008, salpingectomy in 2005 and condom, recurrent abortion, vaginal delivery (5 vaginal delivery) and multigravida. Concurrent conditions were listed as smoker (15 cigarettes a day) since 1998 and psoriasis (denies treatment). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2713 days after essure insertion, she experienced abdominal pain upper ("severe epigastric pain"), diarrhoea ("diarrhea") and a first episode of nausea ("nausea"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), pain in extremity (seriousness criterion hospitalisation), vaginal discharge ("vaginal discharge with bad smell"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), headache ("headache"), memory impairment ("forget even his own name"), tremor ("tremors"), a second episode of nausea ("nausea"), depression ("depression"), loss of libido ("loss of libido"), ovulation pain ("painful ovulation"), dizziness ("consecutive dizziness, to the point of falling on the street and needing help"), alopecia ("loss of hair"), subcutaneous haematoma ("purple skin patches as if it were haematomas (no painful) - recurrent"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhea) including with clots / 3 months menstruating continuously"), abdominal pain lower ("lower abdominal cramps"), dysmenorrhoea ("dysmenorrhea"), cystocele ("cystocele"), urinary incontinence ("urinary loss of effort associated with cystocele"), rectocele ("rectocele") and enterocele ("enterocele with grade 3 enterocele") and underwent cholecystectomy ("gallbladder removal"). The patient was hospitalised from (B)(6) 2020. The patient was treated with surgery (removal of the uterus, fallopian tubes and the essure). Essure was removed in (B)(6) 2021. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, cholecystectomy, depression, dizziness, dysmenorrhoea, endometriosis, headache, loss of libido, memory impairment, the second episode of nausea, ovulation pain, pain in extremity, pelvic pain, polymenorrhagia, subcutaneous haematoma, tremor and vaginal discharge to be related to essure administration but saw no causal relationship between cystocele, urinary incontinence, rectocele or enterocele and essure. No causality assessment was received for essure with regard to abdominal pain upper, diarrhoea or the first episode of nausea. The reporter commented: the patient reported that she was often treated with anti-inflammatory drugs and analgesics, always with partial improvement, she often started to have increased bleeding, using medication without total improvement of the condition. On follow-up 12-jan-2023 was reported essure placement procedure on (B)(6) 2013, last menstrual period on (B)(6) 2012, cervical canal was easily visualized, uterus in anteversoflexion, no uterine malformation or uterine cavity alteration were identified. Left and right ostium were identified, essure was placed without intercurrence only in left ostium due patient had medical history of salpingectomy on right side. On medical history discrepancy date of pelvic ultrasound on (B)(6) 2008 showed rupture of tubal pregnancy and salpingectomy on the right side in 2005. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2020: no abnormalities; serum iron: 110 g/dl (reference value: 50 - 170 g/dl); ferritin 56,8 ng/ml (reference value 10- 291 ng/ml); average blood glucose 105 mg/dl; urea: 20 mg/dl (reference value 19 - 49 mg/dl); creatinine: 0,81 mg/dl (reference value 0,53 - 1,00 mg/dl); vitamin d 15,03 ng/ml (reference value: more than 20 ng/dl) [cardiovascular evaluation] on (B)(6) 2020: goldman/acp1 [computerised tomogram abdomen] on (B)(6) 2020: post cholecystectomy status: biliary cysts/haematomas in the liver, simple bilateral renal cysts, bosniak I, heterogeneous content cyst in the right adnexal region.; on (B)(6) 2020: bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Cysts, hepatic biliary hematomas, cholecystectomy, simple bilateral renal cysts, right nephrolithiasis.; on (B)(6) 2021: topography liver, normal morphology and dimensions, containing sparse biliary cysts measuring up to 5m; simple cysts in both kidneys measuring up to 6mm, small amount of free fluid in the posterior cul-de-sac; biliary cysts/hamartomas in liver, bilateral simple renal cysts, bosniak I, bladder with diffuse parietal thickening. [Human chorionic gonadotropin] on (B)(6) 2013: negative [magnetic resonance imaging abdominal] on (B)(6) 2020: presence of endometrioma in the right ovary. [Magnetic resonance imaging spinal] on (B)(6) 2020: no changes [pathology test] on (B)(6) 2021: myometrium without particularities, proliferative endometrium, chronic nonspecific cervicitis, naboth's cysts, fallopian tube with paratubal cyst. [Smear cervix] on (B)(6) 2020: squamous, glandular, lactobacillus and leukocyte exudation. [Ultrasound scan vagina] on (B)(6) 2020: multilocular cyst with solid projection in the right ovary.; on (B)(6) 2020: uterus in anteversoflexion, regular contour, measurement: 78.4 cm2; heterogeneous echotexture myometrium, without defined nodules; endometrium 5.4 mm thick, with no signs of focal changes; right ovary measuring 16.3 cm3, presenting a hypoechoic cyst with thin echogenic beams measuring 32 x 22mm. [Urodynamics measurement] on 03-jul-2020: urethral hypermobility with a pressure of 110 cm h2o quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: medical records received and the follow information were included medical history, essure start date updated from jun-2013 to 25-may-2013 batch number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("heavy pelvic pain"), abdominal pain ("belly pain / abdominal pain when walking 8/10") and pain in extremity ("leg pain") in a 39 year-old female patient who had essure inserted (lot no. 664662) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ruptured ectopic pregnancy and ultrasound pelvis (uterus in antiversoflexion with regular contours. Precise limits; homogeneous myometrium, measuring 7.3x5.6.5.2 cm, volume 106 cm3; regular endometrium 11mm; normal left ovary, simple cyst right, adnexa image mass measuring 6.2x3. 3 mm, douglas's sac with liquid; costophrenic sinus: liquid; ruptured tubal pregnancy) in 2008, salpingectomy in 2005 and condom, recurrent abortion, multigravida (5 vaginal delivery) and multigravida. Concurrent conditions were listed as smoker (15 cigarettes a day) since 1998 and psoriasis (denies treatment). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2713 days after essure insertion, she experienced abdominal pain upper ("severe epigastric pain"), diarrhoea ("diarrhea") and a first episode of nausea ("nausea"). Essure was removed in january 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), pain in extremity (seriousness criterion hospitalisation), vaginal discharge ("vaginal discharge with bad smell"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), headache ("headache"), memory impairment ("forget even his own name"), tremor ("tremors"), a second episode of nausea ("nausea"), depression ("depression"), loss of libido ("loss of libido"), ovulation pain ("painful ovulation"), dizziness ("consecutive dizziness, to the point of falling on the street and needing help"), alopecia ("loss of hair"), subcutaneous haematoma ("purple skin patches as if it were haematomas (no painful) - recurrent"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhea) including with clots / 3 months menstruating continuously"), abdominal pain lower ("lower abdominal cramps"), dysmenorrhoea ("dysmenorrhea"), cystocele ("cystocele"), urinary incontinence ("urinary loss of effort associated with cystocele"), rectocele ("rectocele") and enterocele ("enterocele with grade 3 enterocele") and underwent cholecystectomy ("gallbladder removal"). The patient was hospitalised from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (removal of the uterus, fallopian tubes and the essure and ). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, cholecystectomy, depression, dizziness, dysmenorrhoea, endometriosis, headache, loss of libido, memory impairment, the second episode of nausea, ovulation pain, pain in extremity, pelvic pain, polymenorrhagia, subcutaneous haematoma, tremor and vaginal discharge to be related to essure administration but saw no causal relationship between cystocele, urinary incontinence, rectocele or enterocele and essure. No causality assessment was received for essure with regard to abdominal pain upper, diarrhoea or the first episode of nausea. The reporter commented: the patient reported that she was often treated with anti-inflammatory drugs and analgesics, always with partial improvement, she often started to have increased bleeding, using medication without total improvement of the condition. On follow-up 12-jan-2023 was reported essure placement procedure on (B)(6) 2013, last menstrual period on (B)(6) 2012, cervical canal was easily visualized, uterus in anteversoflexion, no uterine malformation or uterine cavity alteration were identified. Left and right ostium were identified, essure was placed without intercurrence only in left ostium due patient had medical history of salpingectomy on right side. On medical history discrepancy date of pelvic ultrasound on (B)(6) 2008 showed rupture of tubal pregnancy and salpingectomy on the right side in 2005. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2020: no abnormalities; serum iron: 110 g/dl (reference value: 50 - 170 g/dl); ferritin 56,8 ng/ml (reference value 10- 291 ng/ml); average blood glucose 105 mg/dl; urea: 20 mg/dl (reference value 19 - 49 mg/dl); creatinine: 0,81 mg/dl (reference value 0,53 - 1,00 mg/dl); vitamin d 15,03 ng/ml (reference value: more than 20 ng/dl) [cardiovascular evaluation] on (B)(6) 2020: goldman/acp1 [computerised tomogram abdomen] on (B)(6) 2020: post cholecystectomy status: biliary cysts/haematomas in the liver, simple bilateral renal cysts, bosniak I, heterogeneous content cyst in the right adnexal region.; on (B)(6) 2020: bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Bladder with homogeneous content, showing regular and slightly thickened walls (nonspecific). Cysts, hepatic biliary hematomas, cholecystectomy, simple bilateral renal cysts, right nephrolithiasis.; on (B)(6) 2021: topography liver, normal morphology and dimensions, containing sparse biliary cysts measuring up to 5m; simple cysts in both kidneys measuring up to 6mm, small amount of free fluid in the posterior cul-de-sac; biliary cysts/hamartomas in liver, bilateral simple renal cysts, bosniak I, bladder with diffuse parietal thickening. [Human chorionic gonadotropin] on (B)(6) 2013: negative [magnetic resonance imaging abdominal] on 23-apr-2020: presence of endometrioma in the right ovary. [Magnetic resonance imaging spinal] on (B)(6) 2020: no changes [pathology test] on (B)(6) 2021: myometrium without particularities, proliferative endometrium, chronic nonspecific cervicitis, naboth's cysts, fallopian tube with paratubal cyst. [Smear cervix] on (B)(6) 2020: squamous, glandular, lactobacillus and leukocyte exudation. [Ultrasound scan vagina] on (B)(6) 2020: multilocular cyst with solid projection in the right ovary.; on (B)(6) 2020: uterus in anteversoflexion, regular contour, measurement: 78.4 cm2; heterogeneous echotexture myometrium, without defined nodules; endometrium 5.4 mm thick, with no signs of focal changes; right ovary measuring 16.3 cm3, presenting a hypoechoic cyst with thin echogenic beams measuring 32 x 22mm. [Urodynamics measurement] on (B)(6) 2020: urethral hypermobility with a pressure of 110 cm h2o lot number:664662 manufacture date:2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.